Manufacturer narrative:
Incident summary: on (B)(6) 2020 the customer reported that their cns hdd failed during install. No harm or injury was reported. Investigation summary: due to limited available information, the root cause of new hard drives failing at installation is unknown. Device is designed with redundant array of two hard disks. When one hard disk fails, the other can take over. The manufacturer provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail. The manufacturer also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of this device recommend periodic maintenance or replacement of hard disk drives. There is low likelihood of risks associated with the use of defective device.

Event description:
The customer reported that their central nurse's station (cns) hdd failed during install. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their cns hdd failed during install. No harm, or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) hdd failed during install. No harm, or injury was reported.